Event description:
Caller reported aviva blood glucose results of 454 mg/dl at 0844, 230 mg/dl at 0845, 182 mg/dl at 0848. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported by service report that the bed scale was not working. No adverse consequences have been reported.